Event description:
It was reported that the tip of the wire broke and was left in the patient. A savion flx guidewire was selected for use in a lower extremity intervention procedure. During the procedure, the tip of the wire broke off inside of the patient and the tip remains in the patient's body. No further patient complications occurred.

Event description:
It was reported that the tip of the wire broke and was left in the patient. A savion flx guidewire was selected for use in a lower extremity intervention procedure. During the procedure, the tip of the wire broke off inside of the patient and the tip remains in the patient's body. No further patient complications occurred.

Manufacturer narrative:
Device evaluated by MFR: the guidewire was returned together with its original opened pouch and a torque device. The returned guidewire had the distal tip bent. No more visual damages were found in the device. During the microscopic inspection, it was found that the polymer jacket distal end had a detached section and it was not returned. The core wire protruded from the polymer jacket end. The dimensional inspection of the distal tip outer diameter (od), middle section od, and proximal section od were all within specifications. The overall length failed due to the detached polymer jacket. The detached section was located approximately at 117.5 inches from the proximal end.